Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking and the tank cover was cracked. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with damaged water tank cover. The device was started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The customer reported problem was confirmed. Visual inspection found the device leaked water from the cracks in the water tank cover which was caused by the customer damager. Investigator's replaced the tank cover to correct the reported issue. The problem source of the reported problem is user interface.